Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 475 mg/dl at the time of the incident. The customer reported that the settings were erased. It won¿t respond to him trying to unlock it. Press key to unlock, when she presses on it, it won¿t do anything. The customer broke his leg and had been in bed since the last couple of days and hasn't been feeling well and his blood pressure has been quite high. The customer does not feel that pump was under delivering. The insulin pump will not be returned for analysis.